Event description:
Thirty mg of mitomycin mixed into a bbraun pab prefill non pvc non dehp (8004- 5264) with a universal codan a490 sp secondary set; upon hanging the bag on the pole - the spike fell out - fluid contents dropped on perfusionist's arm, floor and hyperthermic infusion pump. FDA safety report ID# (B)(4).